Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device") and uterine perforation ("perforation (uterus)") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In september 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), loss of libido ("health problems, wants her health and sex drive back") and pruritus ("itchy"). The patient was treated with surgery (to remove essure). Essure was removed in july 2014. At the time of the report, the pelvic pain, device dislocation, uterine perforation and pruritus outcome was unknown and the loss of libido had not resolved. The reporter considered device dislocation, loss of libido, pelvic pain, pruritus and uterine perforation to be related to essure. Diagnostic results: essure confirmation test(s) conducted on dec-2008 most recent follow-up information incorporated above includes: on (B)(6)2018: reporters, patient demographic and events (rashes or skin conditions- itchy, migration of essure device, pain, perforation (uterus)) were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and loss of libido ("health problems, wants her health and sex drive back"). The patient was treated with surgery (to remove essure). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain outcome was unknown and the loss of libido had not resolved. The reporter considered loss of libido and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 20-jun-2017: case became potentially legal and incident. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device'), fallopian tube perforation ('perforation (fallopian tube)') and uterine perforation ('perforation (uterus)') in an adult female patient who had essure (batch no. 626289) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and asthma. Concurrent conditions included ovarian cyst, amenorrhea, nabothian cyst, hemorrhagic cyst, obesity, urinary tract infection and cervical dysplasia. On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), loss of libido ("health problems, wants her health and sex drive back"), pruritus ("itchy"), rash ("rash"), flank pain ("pain on the right side, I cant take it") and nipple pain ("pain in nipple (when touched)"). The patient was treated with surgery (surgical removal of coil(s), total vaginal hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, uterine perforation, pruritus, rash, flank pain and nipple pain outcome was unknown and the loss of libido had not resolved. The reporter considered device dislocation, fallopian tube perforation, flank pain, loss of libido, nipple pain, pelvic pain, pruritus, rash and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2008: essure confirmation test(s) conducted. Ultrasound pelvis - on (B)(6) 2014: ultrasound showing ovarian cyst, results of ultrasound discussed with patient. Patient has an appointment on monday to follow up with her gynecologist for pelvic pain. Precautions when to return to the emergency department given and understood.. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain pelvic. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received. Lot number was added. Reporter information was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device'), fallopian tube perforation ('perforation (fallopian tube)') and uterine perforation ('perforation (uterus)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and asthma. Concurrent conditions included ovarian cyst, amenorrhea, nabothian cyst, hemorrhagic cyst, obesity, urinary tract infection and cervical dysplasia. On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), loss of libido ("health problems, wants her health and sex drive back"), pruritus ("itchy"), rash ("rash") and flank pain ("pain on the right side, I cant take it"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, uterine perforation, pruritus, rash and flank pain outcome was unknown and the loss of libido had not resolved. The reporter considered device dislocation, fallopian tube perforation, flank pain, loss of libido, pelvic pain, pruritus, rash and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2008: essure confirmation test(s) conducted. Ultrasound pelvis - on (B)(6) 2014: ultrasound showing ovarian cyst, results of ultrasound discussed with patient. Patient has an appointment on monday to follow up with her gynecologist for pelvic pain. Precautions when to return to the emergency department given and understood. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain pelvic. Most recent follow-up information incorporated above includes: on 18-oct-2019: social media received: new event - "pain on the right side" was added. Reporter's information and lab data were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), device dislocation ("migration of essure device"), fallopian tube perforation ("perforation (uterus)") and uterine perforation ("perforation (uterus)") in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 3. In (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced fallopian tube perforation and uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain and device dislocation (seriousness criteria medically significant and intervention required), loss of libido ("health problems, wants her health and sex drive back"), pruritus ("itchy") and rash ("rash"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, uterine perforation, pruritus and rash outcome was unknown and the loss of libido had not resolved. The reporter considered device dislocation, fallopian tube perforation, loss of libido, pelvic pain, pruritus, rash and uterine perforation to be related to essure. Diagnostic results: essure confirmation test(s) conducted on (B)(6) 2008. Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received, aka added, event added- rash on body, perforation (fallopian tube(s). Event onset date updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device'), fallopian tube perforation ('perforation (fallopian tube)') and uterine perforation ('perforation (uterus)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and asthma. Concurrent conditions included ovarian cyst, amenorrhea, nabothian cyst, hemorrhagic cyst, obesity, urinary tract infection and cervical dysplasia. On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), loss of libido ("health problems, wants her health and sex drive back"), pruritus ("itchy"), rash ("rash"), flank pain ("pain on the right side, I cant take it") and nipple pain ("pain in nipple (when touched)"). The patient was treated with surgery (surgical removal of coil(s). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, uterine perforation, pruritus, rash, flank pain and nipple pain outcome was unknown and the loss of libido had not resolved. The reporter considered device dislocation, fallopian tube perforation, flank pain, loss of libido, nipple pain, pelvic pain, pruritus, rash and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure: on (B)(6) 2008: essure confirmation test(s) conducted. Ultrasound pelvis: on (B)(6) 2014: ultrasound showing ovarian cyst, results of ultrasound discussed with patient. Patient has an appointment on monday to follow up with her gynecologist for pelvic pain. Precautions when to return to the emergency department given and understood. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain pelvic. Most recent follow-up information incorporated above includes: on 23-mar-2020: the event ¿pain in nipple (when touched)¿ added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device'), fallopian tube perforation ('perforation (fallopian tube)') and uterine perforation ('perforation (uterus)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and asthma. Concurrent conditions included ovarian cyst, amenorrhea, nabothian cyst, hemorrhagic cyst, obesity, urinary tract infection and cervical dysplasia. On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), loss of libido ("health problems, wants her health and sex drive back"), pruritus ("itchy"), rash ("rash"), flank pain ("pain on the right side, I cant take it") and nipple pain ("pain in nipple (when touched)"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, uterine perforation, pruritus, rash, flank pain and nipple pain outcome was unknown and the loss of libido had not resolved. The reporter considered device dislocation, fallopian tube perforation, flank pain, loss of libido, nipple pain, pelvic pain, pruritus, rash and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2008: essure confirmation test(s) conducted. Ultrasound pelvis - on (B)(6) 2014: ultrasound showing ovarian cyst, results of ultrasound discussed with patient. Patient has an appointment on monday to follow up with her gynecologist for pelvic pain. Precautions when to return to the emergency department given and understood. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain pelvic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jun-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), device dislocation ('migration of essure device'), fallopian tube perforation ('perforation (fallopian tube)') and uterine perforation ('perforation (uterus)') in an adult female patient who had essure (batch no. 626289) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 3 and asthma. Concurrent conditions included ovarian cyst, amenorrhea, nabothian cyst, hemorrhagic cyst, obesity, urinary tract infection and cervical dysplasia. On (B)(6) 2008, the patient had essure inserted. In 2014, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). In (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), pruritus ("itchy"), rash ("rash"), flank pain ("pain on the right side, I cant take it"), nipple pain ("pain in nipple (when touched)") and loss of libido ("health problems, wants her health and sex drive back"). The patient was treated with surgery (surgical removal of coil(s), total vaginal hysterectomy.). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, device dislocation, fallopian tube perforation, uterine perforation, pruritus, rash, flank pain and nipple pain outcome was unknown and the loss of libido had not resolved. The reporter considered device dislocation, fallopian tube perforation, flank pain, loss of libido, nipple pain, pelvic pain, pruritus, rash and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - in (B)(6) 2008: essure confirmation test(s) conducted. Ultrasound pelvis - on (B)(6) 2014: ultrasound showing ovarian cyst, results of ultrasound discussed with patient. Patient has an appointment on monday to follow up with her gynecologist for pelvic pain. Precautions when to return to the emergency department given and understood. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: pain pelvic. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.